Event description:
Same case as MFR report #: 2134265-2010-03298. It was reported that post a stenting treatment procedure, a myocardial infarction and vessel occlusion occurred. The lesion was located in the left anterior descending artery (lad). Two taxus liberte' stents, one measuring 12mm in length and one measuring 28mm in length were implanted in the lad. No patient complications were reported. The patient was placed on plavix. Seventeen months later the patient presented with chest pain and a myocardial infarction. It was found that the lad was occluded. The lesion was predilated with a 2.5x15mm apex balloon to 10 atms for 8 seconds. A 3.5x15mm promus stent was deployed at 10 atms for 12 seconds in the proximal lad. The stent was post-dilated with a 3.5x12mm non bsc balloon to 18 atms for 12 seconds. The mid lad was then stented with a 2.75x8mm promus stent. The physician noted that the patient was taking plavix at the time of the event. No further patient complications occurred. Patient status is listed as stable.

Manufacturer narrative:
If implanted, give date - (B)(6) 2009. Device evaluated by manufacturer - - the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).